Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had hyperglycemia and had high blood glucose levels of 30.4 mmol/l at the time of incident. It was reported that the insulin pump was delivering bolus without apparent reduction. Troubleshooting was not performed. It was reported that the insulin was exiting and there were no alarms. Device was not expected to return.